Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the single occurrence battery inoperable error message was due to a software timing issue between the internal battery and the charger circuit. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. This error message will not affect ventilation as the device will continue to provide treatment. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was received by the resmed technical services in (B)(4) and a preliminary eval was performed. A review of the data logs confirmed that a system fault, "battery inoperable" alarm, was triggered in the device. The device is currently being returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no pt harm or injury reported for this incident. Resmed ref#: (B)(4).